Manufacturer narrative:
As reported in a research article, endovascular repair of iliac vein perforation during trans-septal mitral valve-in-valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, there is a possibility of patient comorbidities can create a pathological environment that promotes these changes over time. Other reported patient consequences were cascade events of reported device stenosis and central regurgitation. However, this cannot be confirmed. The reported surgical intervention was a result of case specific circumstance as device was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature review: endovascular repair of iliac vein perforation during trans-septal mitral valve-in-valve replacement: a case report.

Event description:
The article, "endovascular repair of iliac vein perforation during trans-septal mitral valve-in-valve replacement: a case report", was reviewed. The article presented a case study of a 73-year-old male patient with a history of rheumatic heart disease and prior mitral valve annuloplasty. It was reported that on an unknown date, a 29mm epic valve was chosen for implant. Post-procedurally, the patient had repeated admissions for acute decompensated heart failure. On an unknown date 8 years post-procedure, patient was admitted for failed mitral valve with severe mitral stenosis and moderate mitral regurgitation. Chest x-ray revealed cardiomegaly with lung congestion. Electrocardiogram (ECG) noted atrial fibrillation with rapid ventricular heart rate. A decision was made to perform a transcatheter mitral valve-in-valve (tmviv) with a 29mm edwards sapien 3 mitral valve. During the intervention attempt, there was extreme resistance noted during advancement with the delivery system and a venous perforation was caused by removal the deformed delivery system. Bleeding was successfully controlled and intervention was aborted. It was then reported 14 days post-tmviv, redo-surgical mitral valve was successfully performed with a new 29mm epic valve with concomitant atrial septal defect closure with a pledgeted suture. The patient was extubated 2 days later and underwent cardiopulmonary rehabilitation. [The primary author was ting-wei kao, department of internal medicine, national taiwan university hospital, taipei, taiwan. The corresponding author was yi-hsin hung, division of cardiology, department of internal medicine, national taiwan university 6 hospital, taipei, taiwan, with corresponding email: hyhcindy106@gmail.com].